Manufacturer narrative:
No document review could be performed since the lot number is not available. Clinical evaluation performed by medical affairs director. After 7.5 years a revision tkr is performed because of septic loosening and metallosis. We have no pictures of the explants and no access to them, so we cannot establish where the metallosis originated from. The position of the implants looks suboptimal but we have no radiographic history so we cannot evaluate the actual postoperative position and measure if migration occurred. We cannot determine the potential link between infection and metallosis and therefore we cannot determine the root cause for this problem.

Event description:
Revision surgery performed, 8 years after primary surgery, due to a septic tibial loosening and metallosis was found in synovium and peri/sub-prosthetic bone (the pathogen is unknown). The surgeon performed a synovectomy. Cavitary and structural loss of the substance, also on the posterior external condyle, the lateral parts of the two condyles, on the medial tibia and the patella. The surgery was completed successfully. The explants were disposed off after the revision surgery.

Manufacturer narrative:
On 18.02.2020 we receive a report from ansm were there was information that the implants used in this case were gmk cementless, which are implants not registered in the USA. This information was not compatible with the information reported initially in the complaint (initial information was that the implants involved are gmk sphere cemented, for this reason, this event was reported to the FDA). On 14 april 2020 during the preparation of the report for ansm, we recognized that the implant was not marketed in the USA, we asked the confirmation and explanation of the divergence in the information (ansm report and information reported in the complaint) about which kind of implants are involved in the event, and the same day we received the confirmation that the implant involved is gmk cementless implants.

Event description:
On 18.02.2020 we receive a report from ansm were there was information that the implants used in this case were gmk cementless, which are implants not registered in the USA. This information was not compatible with the information reported initially in the complaint (initial information was that the implants involved are gmk sphere cemented, for this reason, this event was reported to the FDA). On 14 april 2020 during the preparation of the report for ansm, we recognized that the implant was not marketed in the USA, we asked the confirmation and explanation of the divergence in the information (ansm report and information reported in the complaint) about which kind of implants are involved in the event, and the same day we received the confirmation that the implant involved is gmk cementless implants.